Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ls 23g 1-1/4in tw had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: there is a range of unknown white stuff stuck on needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-06-22. H.6. Investigation summary: one photo and one sample was received by our quality team for evaluation. During visual inspection of the photo and sample, epoxy was observed on the cannula, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the sample and photo evaluation, epoxy can be observed covering a large surface area of the cannula. This likely occurred from uncured epoxy being transferred to the product on the neighboring rack due to the rack toppling at the conveyor. The rack toppling was due to the cannula being inserted through the rack pin with a missing needle hub. At the assembly machine, there is a hub presence sensor before the cannulator station to detect for the missing needle hub, where without the needle, the cannula will not be loaded. It is likely that the hub presence sensor experienced poor sensing issues. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ls 23g 1-1/4in tw had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: there is a range of unknown white stuff stuck on needle.